Event description:
It was reported that balloon rupture occurred. During percutaneous coronary intervention, a 3.00mm x 12mm and 3.50mm x 12mm nc emerge balloon catheters were advanced for dilatation. However, during inflation, both balloons ruptured. The devices were removed without issue and the procedure was completed using an alternate device. There were no patient complications reported.